Manufacturer narrative:
The pump passed the displacement and self tests. The pump was monitored, and after re-inserting the battery, no unexpected power loss alarms were noted. The sleep currents were within specifications. The pump was received with a cracked keypad overlay at the center circle button, a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced two power losses on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.